Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the lcsb5, used with an airless handpiece, was not working. Another device was used to complete the case. There was no consequence to the pt.